Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis confirmed the remote fe error 1171 with a node value of ac_4f. The usm was tested on an in-house system in normal mode but triggered no errors. The usm was also tested and passed fiber, direction test, carriage, lissajous, sensors check, carriage strength, carriage friction, brake test, and sine cycle evaluations. A visual inspection was done and there was no signs of fluid intrusion or physical damage. The complaint regarding recoverable fault was not replicated based on failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a customer got a recoverable error 23087 on arm1. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the errors via live logs. The isi tse guided the customer to clean the discs and try to move them as the fingers might be stuck with debris. This solved the issue, but after a few minutes, the error returned. The isi tse asked the customer to replace the drape and power cycle system with emergency power off (epo). But the surgeon, did not want to troubleshoot at the time of the event. The surgeon was continuing with the conditions, but was requesting their field engineer (fe) to solve the problem. Because the error kept coming, the customer deactivated universal surgical manipulator 1 (usm). And was able to complete the surgery. The site was completing the procedure as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was checked prior to the procedure with no issues. The reported problem occurred around 1 hour into the surgery. The customer confirmed that all the arms were frozen and sometimes tissue was caught; the issue did not cause bleeding or injury. Arm1 gave a warning message and kept failing. As a result, technical support had to be called every 10-30 minutes for troubleshooting. At the end of the operation, only 3 arms were used to complete the case. The long delay had caused a long operating time. The surgeon solved the issue by constant manipulation of the gears, clearing away warning messages on the display, and replacing instruments. Time expenditure per failure 5-15 minutes. The procedure was completed with 3 arms and a 2-hour delay.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault on the universal surgical manipulator 1 (usm). An investigation is in progress to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the usm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the usm part. However, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event, due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury, due to the patient's inability to tolerate a conversion/abortion.